Event description:
It was reported that the customer was in a vehicle accident, and she stopped using the insulin pump. The caller stated that the device's arrow button was not functioning. Troubleshooting was performed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump passed displacement test, error test, basic occlusion test, occlusion test, prime test and excessive no delivery test.